Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (nothing was displayed on the set/actual flow rate indicator) was caused by the failure of the manifold unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the manifold unit due to the aging deterioration because seven years and four months had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the abnormal sound occurred from the subject device. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that nothing was displayed on the set/actual flow rate indicator on the front panel. There was no report of patient injury associated with the event.